Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the button of a 6/7f mynx control vascular closure device (vcd) was not easy to compress and has ¿crunched¿ on deployment and resulted in failure of the closure device. The physician states that the balloon must have become stuck in the common femoral artery (cfa) which allowed the device to be deployed when the balloon was not at the puncture site. The sealant was therefore deployed into the common femoral artery (cfa). The sealant was removed with a cut down procedure. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2506502 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿vascular occlusion, button #1 frozen/locked, mynx control system damaged, and sealant inaccurate placement (intravascular)¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay down the device for 2 minutes then retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and lightly grasp the device at the skin with the thumb and forefinger to realign with the tissue tract. Open the stopcock to deflate the balloon, pick up the device handle, realign with the tissue tract, and depress button #2. Remove the device from the patient. If the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. In addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism or death. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the button of a 6/7f mynx control vascular closure device (vcd) was not easy to compress and has ¿crunched¿ on deployment, and resulted in failure of the closure device. The physician states that the balloon must have become stuck in the common femoral artery (cfa) which allowed the device to be deployed when the balloon was not at the puncture site. The sealant was therefore deployed into the cfa. The sealant was removed with a cut down procedure. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.